Event description:
It was reported that the atrial and ventricular leads were suspected of dislodgement. The leads remain in use. No patient complications have been reported as a result of this event. The patient is enrolled in the (B)(6) clinical study.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).